Event description:
Event verbatim: technical issue in novopen 4, device issue. Patient use an already used needle, multiple use of single-use product. Patient left the needle attached to the pen in between injections, product storage error. Patient suffered from ketoacidosis and entered the hospital, ketoacidosis. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400, diabetes mellitus inadequate control. The patient suffered from frequent vaginitis, vaginal infection. Case description: patient suffered from ketoacidosis and entered the hospital, ketoacidosis. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400, diabetes mellitus inadequate control. The patient suffered from frequent vaginitis, vaginal infection. Study ID: 1706-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 100 kg. Patient's height and body mass index was not reported. This serious solicited report from egypt was reported by a consumer as "technical issue in novopen 4(device issue)" with an unspecified onset date , "patient use an already used needle(needle reusage)" with an unspecified onset date , "patient left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "patient suffered from ketoacidosis and entered the hospital(ketoacidosis)" with an unspecified onset date , "bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar)" with an unspecified onset date , "the patient suffered from frequent vaginitis(vaginitis)" with an unspecified onset date and concerned a 53 years old female patient who was treated with actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 15 iu, unknown) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 25 iu, bid, unknown) from unknown start date and ongoing for "diabetes mellitus", novopen 4 (insulin delivery device) from unknown start date for "device therapy", novofine (needle) from unknown start date for "device therapy". Current condition: diabetes mellitus(type not reported, a long time ago), diabetic complications (nephropathy). Historical condition: vaginitis. Historical drug: mixtard 30 vials. Concomitant medications included - cidophage(metformin hydrochloride), milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride). On an unknown date, patient had technical issue in novopen 4. On an unknown date, 3-4 months ago patient experienced ketoacidosis and was hospitalized. Blood glucose level sometimes increased to 400 and sometimes decreased to 40.units not reported. The event lasts 3 or 4 hours and recovered one month ago. Patient suffered from frequent vaginitis. Antibiotics(unspecified) was prescribed. The patient didn't experience an unexpected increase in insulin requirements over a short period of time. But the patient was taking 5 iu of actrapid penfill if the blood glucose level was high. There was no severity of the loss of control of blood sugar, no recent changes in diet/omitted meals, physical activity, weight. On an unknown date, the patient used an already used needle and the patient left the needle attached to the pen in between injections. The patient forced needed to inject feel different from normal it becomes more easier. The patient had been trained in the use of the needles in question. The patient attached the needle to the pen in a 180 degree angle (straight on). The patient recently didn't change from another needle type to the current novofine, when attaching the needle did patient didn't feel more resistance than normal. The patient ensured that the needle was properly attached to the pen. Patient stopped using actrapid 2 months only . Batch numbers: actrapid penfill: not reported. Mixtard 30 hm penfill: not reported. Novopen 4: not reported. Novofine: not reported. Action taken to actrapid penfill was reported as product discontinued. Action taken to mixtard 30 hm penfill was not reported. Action taken to novopen 4 was not reported. Action taken to novofine was not reported. The outcome for the event "technical issue in novopen 4(device issue)" was not reported. The outcome for the event "patient use an already used needle(needle reusage)" was not reported. The outcome for the event "patient left the needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "patient suffered from ketoacidosis and entered the hospital(ketoacidosis)" was recovered. The outcome for the event "bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar)" was not reported. The outcome for the event "the patient suffered from frequent vaginitis(vaginitis)" was not reported. Reporter's causality (actrapid penfill) - technical issue in novopen 4(device issue) : unlikely. Patient use an already used needle(needle reusage) : unlikely. Patient left the needle attached to the pen in between injections(device stored with needle attached) : unknown. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : unknown. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : unknown. The patient suffered from frequent vaginitis(vaginitis) : unknown. Company's causality (actrapid penfill) - technical issue in novopen 4(device issue) : possible. Patient use an already used needle(needle reusage) : possible. Patient left the needle attached to the pen in between injections(device stored with needle attached) : possible. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : unlikely. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : unlikely. The patient suffered from frequent vaginitis(vaginitis) : unlikely. Reporter's causality (mixtard 30 hm penfill) - technical issue in novopen 4(device issue) : unlikely. Patient use an already used needle(needle reusage) : unlikely. Patient left the needle attached to the pen in between injections(device stored with needle attached) : unknown. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : unknown. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : unknown. The patient suffered from frequent vaginitis(vaginitis) : unknown. Company's causality (mixtard 30 hm penfill) - technical issue in novopen 4(device issue) : possible. Patient use an already used needle(needle reusage) : possible. Patient left the needle attached to the pen in between injections(device stored with needle attached) : possible. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : unlikely. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : unlikely. The patient suffered from frequent vaginitis(vaginitis) : unlikely. Reporter's causality (novopen 4) - technical issue in novopen 4(device issue) : unknown. Patient use an already used needle(needle reusage) : unknown. Patient left the needle attached to the pen in between injections(device stored with needle attached) : unknown. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : possible. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : possible. The patient suffered from frequent vaginitis(vaginitis) : unknown. Company's causality (novopen 4) - technical issue in novopen 4(device issue) : possible. Patient use an already used needle(needle reusage) : possible. Patient left the needle attached to the pen in between injections(device stored with needle attached) : possible. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : unlikely. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : unlikely. The patient suffered from frequent vaginitis(vaginitis) : unlikely. Reporter's causality (novofine) - technical issue in novopen 4(device issue) : unknown. Patient use an already used needle(needle reusage) : unknown. Patient left the needle attached to the pen in between injections(device stored with needle attached) : unknown. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : unknown. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : unknown. The patient suffered from frequent vaginitis(vaginitis) : unknown. Company's causality (novofine) - technical issue in novopen 4(device issue) : possible. Patient use an already used needle(needle reusage) : possible. Patient left the needle attached to the pen in between injections(device stored with needle attached) : possible. Patient suffered from ketoacidosis and entered the hospital(ketoacidosis) : unlikely. Bgl isn't controlled as sometimes decreases to 60, sometimes increases to 400(loss of control of blood sugar) : unlikely. The patient suffered from frequent vaginitis(vaginitis) : unlikely. Since last submission, the case has been updated with the following: patient's age and weight updated, historical drug added, medical history updated, action taken for actrapid updated, novopen 4 and novofine added as supects, outcome and treatment received for ketoacidosis updated, event loss of control of blood sugar upgraded to serious events device issue, re-usage and device stored with needle added, other new information added in the narrative. Company comment: the events "ketoacidosis" and "diabetes mellitus inadequate control" are assessed as listed; "vaginal infection" is assessed as unlisted event according to the novo nordisk current ccds on actrapid penfill and mixtard penfill. Medical history of diabetes is assessed as a risk factor. Considering the information available and the pharmacological properties of suspect drugs, causality of event "ketoacidosis" and diabetes mellitus inadequate control is assessed as possibly related to actrapid penfill and mixtard penfill. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill and mixtard penfill. Additional dosage regimens: suspect product, dose, frequency & route used therapy dates (if unknown, give duration), lot #, exp. Date. #1 actrapid penfill hm(ge) regimen # 2 was taking 5 iu of actrapid. Penfill if the blood glucose level was high, unknown. #2 mixtard 30 penfill hm(ge) regimen # 2 28 iu, bid, unknown ongoing.

Event description:
Case description: investigation results: novopen® 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novofine® - batch unknown. No investigation was possible, because neither sample nor batch number was available. Actrapid® penfill® 3 ml 100iu/ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Mixtard® 30 penfill® 3 ml 100iu/ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: -investigation results updated. -b,c,d,g codes added. -narrative updated accordingly. Final manufacturer's comment: novopen 4, batch number unknown. 02-jun-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling error such as needle re-usage, storing the device with needle attached between injections could affect the functionality of device and may cause hyperglycaemic complications. Additionally, long standing diabetes is a risk factor for the development of poor glycemic control and ketoacidosis. Final manufacturer's comment: novofine needle, batch number unknown. 02-jun-2022: the suspected device (novofine needle) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Product handling error such as needle re-usage, storing the device with needle attached between injections could affect the functionality of device and may cause hyperglycaemic complications. Additionally, long standing diabetes is a risk factor for the development of poor glycemic control and ketoacidosis. Company comment: the events "ketoacidosis" and "diabetes mellitus inadequate control" are assessed as listed; "vaginal infection" is assessed as unlisted event according to the novo nordisk current ccds on actrapid penfill and mixtard penfill. Product handling error such as needle re-usage, storing the device with needle attached between injections could affect the functionality of device and may cause hyperglycaemic complications. Additionally, long standing diabetes is a risk factor for the development of poor glycemic control and ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill and mixtard penfill. H3 continued: evaluation summary: novopen® 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.